Manufacturer narrative:
The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correct report. Section b2 (outcomes attributed to ae) section h2 (if follow-up, what type?) Were incorrectly documented. Section b2 (outcomes attributed to ae) section h2 (if follow-up, what type?) Have been updated.

Event description:
A customer reported receiving an "incompatible sensor" message on the abbott diabetes care device. The customer had contact with a healthcare professional who gave peanut butter and crackers for treatment. No further details have been provided. Issues involving ¿incompatible sensor¿ error message with event log 57,1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023. There was no report of death or permanent injury associated with this event.